Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was hospitalized in sep for multiple 'low speed alarms' and hemolysis. Then received, power elevations, elevated ldh, and pfhgb. The pump was exchanged for suspected thrombus.